Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer checked her blood glucose and it was high. Customer's blood glucose was 245 mg/dl at the time of the incident. Customer tried to bolus and the numbers kept going up and down. Customer restarted the pump 4 times and received a button error. Customer also received a failed battery test and stated that the buttons were not working. Troubleshooting was performed and customer did not receive a failed battery test. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm or failed battery test noted. The insulin pump had no button response due to corroded keypad traces. No unexpected numbers ramping noted. The insulin pump was unable to test the operating currents or perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response. The insulin pump had a cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.